Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2019) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Maquet cardiopulmonary gmbh was requested the product back for investigation and a venous hls cannula was received in an original box on 2019-10-10. Visual inspection was performed in the laboratory of manufacturer on 2019-10-23. A hole was detected on the medical paper side of the package. No welding problem was detected. The failure is already known to the manufacturer. Maquet cardiopulmonary gmbh has been already initiated a corrective and preventive action, based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine the root cause and initiate further actions to determine corrective measures for the failure. The most probable root causes were identified. One of the root causes is, primary packaging consist out of medical paper pouch which do show less protection than other materials like tyvek. Based on this, engineering change request has been initiated to change sterile bag from medical paper to tyvek and strengthen cardboard box. Based on this failure could be confirmed. Device history record was reviewed on 2019-10-30. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. This complained product was manufactured before the corrective actions are implemented in corrective and preventive action. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
It was reported that the sterile package of hls venous cannula was ripped open upon opening the box. Complaint # (B)(4).